Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was over 200 mg/dl. A correction bolus was administered with assistance from a third-party to address bg. Reportedly, customer performed a pump reset and continued to use pump for insulin therapy.